Event description:
It was reported that the customer's insulin pump was not working correctly. It was alarming button error during normal use and was unable to clear the alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump has with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and scratched keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.